Event description:
The customer reported a false positive result with the ID now covid-19. Confirmation testing with pcr generated negative results. Additional information has been requested however it has not been provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m163966 and test base part number 190-430 / lot m163966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163966 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is cause is patient sample interference.

Manufacturer narrative:
Correction: d2.